Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump indicated the need for priming without changing the cartridge. Reportedly, the patient changed the cartridge lock which worked for a short period then the alarm recurred. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed several loss of prime warnings due to low equal zero force events. There were no loss of prime events duplicated during the investigation. An intermittent condition was found to the force sensor flex due a cracked trace near the pin. Unrelated to the initial complaint, the display was dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).